Event description:
It was reported that during the procedure in the mid right coronary artery with heavy calcification an unspecified 3.5x30 stent was deployed. After post dilatation of the stent using an unspecified balloon, a perforation was noted. A 3.5x16 otw graftmaster stent system was advanced for treatment of the perforation. Reportedly, advancement of the stent system was difficult and delayed treatment of the perforation by approximately 20 minutes. The stent was ultimately deployed successfully at 12 atmospheres for 68 seconds sealing the perforation. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.